Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a contributed initial and final report.

Event description:
Returned dacapo power pack showed a broken housing with electrolyte leakage. However, neither pt contact to battery chemistry nor any injuries were reported.